Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device no electronic audible alarms heard. The customer reported condition was confirmed. Based on the evaluation a wire on the sounder pcb was mostly torn away from its connection, causing intermittent function of the pcb.

Event description:
Information was received that a smiths medical pneupac parapac ventilator it does not alarm when it is turned on low pressure & high pressure. No adverse patient effects were reported.